Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon resection procedure, the device was ejecting clips. Another device was used to complete the case. There was no consequence to the patient.